Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Event description:
A patient has finished the refinements continuation, and they are not happy with the upper and lower progress. Their upper 18 step is cracked and getting to the point they cannot wear it. They advised them to wear upper 17, but they said that is not possible, it does not fit. The lower arch is very far from where it should be. The patient after rest request new photo, provides tips and tricks about the intrusion. The patient never responded.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.